Event description:
It was reported to philips that the system's wireless footswitch battery was defective. The battery could not be charged, which could impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by using wired footswitch. It was reported to philips that wireless footswitch battery was defective. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that wireless footswitch was unable to charge, footswitch battery was faulty. To resolve the issue, the fse replaced wireless footswitch. The defective part was sent for analysis, for wireless footswitch malfunction was observed and the failure was found to be loose bracket with a missing anti-slip rubber and backplate screw; battery failed to charge. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.